Event description:
A caller reported a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, which the caller successfully completed, resolving the issue and allowing the sensor session to continue normally.